Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Pump error 53 found in the device history, problem isolated to electronic assemblies. No battery or power anomalies noted during testing. All audio tones were heard and vibration noted during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in pump history files. Device unable to upload onto care link, problem isolated to electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Another blood glucose level was 347 and 200 mg/dl. The customer declined troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as thirsty. Customer stated two weeks ago the insulin pump was shut off during the middle of the night. Customer stated the insulin pump was not alerting them when blood glucose rising to 400 mg/dl. The insulin pump had a pump error alarm. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind .customer stated that the auto mode feature was not active at time of high blood glucose event. The device will be returned for analysis.